Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on unknown date, an a1114 mayfield infinity skull clamp was used during an unspecified procedure. The patient was positioned in prone position and pinned on the clamp. When the surgeon tightened the swivel adaptor to the skull clamp and checked the connection, the surgeon stated that the skull clamp had a rotational movement of approximately thirty (30) degrees. The surgeon moved the clamp back at the original position, rechecked the clamp and proceeded on prepping the patient. No injury was reported to the patient. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The serial number was not provided therefore a DHR review could not be performed. The root cause could not be determined at this time.